Manufacturer narrative:
This report is for unknown part/plate/screw/unknown lot number. Not implanted or explanted, partial screw retained in bone. Device is not expected to be returned for manufacturer review/investigation. This event resulted in a retained fragment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from department of human services; this report is against user facility #mw5061258. Only additional and/or corrected information will be contained in this report. It was reported during an open reduction and internal fixation of a tibial fracture on (B)(6) 2016, the surgical team was placing cortical screws in the areas needed. One 3.5mm cortical screw broke into 2 pieces towards the head during the procedure. The surgical team was able to recover the head of the screw, but was unable to remove the shaft of the screw. Complainant confirmed the device is not available to be returned as it is the hospitals practice to retain the device for 1 year, the device will not be released at this time. Lot number and part number are unknown. There was no surgical delay and no patient harm. The surgeon was satisfied with the procedure outcome. This complaint involves 1 device. This report is 1 of 1 for (B)(4).